Event description:
It was reported that during a nephridium cyst procedure, the blade of the lcsc5 broke. After removing the broken part, another lcs15 was used. When installing the blade, the 4-40 stud on the handpiece broke. Finished procedure with bi-polar electronic device. No patient consequence was reported.